Event description:
It was reported that the customer was unable to remove the insulin pump's battery cap. The battery was low. The customer's blood glucose was 95 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot. The insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on lcd window.